Manufacturer narrative:
(B)(4). The subject rt265 infant ventilator circuit dual heated with mr290 autofeed chamber has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare field representative, that an rt265 infant ventilator circuit dual heated with mr290 autofeed chamber failed the ventilator leak test. There was no reported patient involvement.